Manufacturer narrative:
(B)(4). The device history records were reviewed and the manufacturing criteria were met prior to the release of this lot. Attempts are being made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that during the vertical gastrectomy procedure, the first shot was performed on the stapler with the black load. It was detached from the metal structure that provides support and "disassembled" into the abdominal cavity of the patient. There were no patient consequences reported.

Manufacturer narrative:
(B)(4). Batch # p58e51. Device analysis: the analysis results showed that one gst60t reload was received unfired, with the pan detached from the cartridge. No functional test was performed due the condition of the cartridge. No conclusion could be reached on what caused the pan to dislodge. In addition, it should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.